Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused collapsed lung. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on july 02, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patients lung collapsing that are related bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observes what seems to be a crack in the display. Unknown dust contamination on all exterior surfaces of the device, front panel, top and bottom enclosures, rear panel. A cut-like scratch is observed across the bottom enclosure. A whitish dust-like contaminant is present on the top and bottom of the blower. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust contamination, keratin-like substance and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3 and h6 has been updated in this report.